Event description:
It was reported that a large volume infusor overinfused during infusion. The expected therapy time was 46 ¿ 48 hours, but the actual completion time was 44 hours. The pump contained 5035.2mg of unspecified drug in 0.9% sodium chloride (201.4ml). There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). H4: the lot was manufactured between august 3, 2023 - august 7, 2023. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.